Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during setup, the system indicated that the nurse had to change something in the setup due to failed connectivity test, risk of accidental stimulation and tissue damage. The nurse believed they selected the correct electrodes. There was increased/high impedance. The session reports showed monopolar and bipolar contact 3 were high, regardless of measuring at automatic increase or 1ma. One session report also showed contacts 1a/2b, 1b/2a, 1b/2b, 1b/2c, 1c/2a, 1c/2b, 2a/2b, and 2b/2c were high (ranging from 10,007 to 10,265) when measured with automatic increase. It was reviewed that if the correct system components have been selected (hardware vs. Software moderately) then it is likely that the connectivity test in this case was not successful due to the presence of the high impedance values. Possible causes and troubleshooting for the high impedance were reviewed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating technical services investigated the json files and reports and saw the picture of the fa iled connectivity test. According to ts the connectivity test probably failed because of higher impedance on one contact. They tried to test impedances several times. Because it has no effect on the therapy hcp will see the patient in a regular follow up. They will monitor the impedances closely.